Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and root cause cannot be determined. The sensor was inserted into the arm on (B)(6) 2020. It was indicated that alternate site insertion occurred, which is off label usage of the device.